Event description:
A biliary stent with delivery system was successfully advanced to the target lesion site in the pt's right common iliac artery. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured at 3 atmospheres of pressure resulting in the partial deployment of the stent. In response, another balloon catheter was utilized to fully expand and successfully deploy the stent. There were no add'l complications reported relative to this event.